Manufacturer narrative:
On (B)(6) 2021 customer alleged the insulin pump having blank display and cracked battery tube. Device downloaded history/trace file properly using thus. After battery installation, no blank display noted. Device passed displacement, sleep current measurement, active current measurement, and self tests. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected blank display or alarm anomaly noted during testing. However, found in the device history with an unexpected low battery alert on (B)(6) 2021 10:59:00. Device was cut and open found moisture/damage on the electrical board 1 during visual inspection. Device had scratched case. No cracked battery tube noted. The device p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, no blank display, alarm anomaly noted during testing and unexpected low battery alarm in file history due to moisture damage electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The battery compartment was cracked. The insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.